Manufacturer narrative:
This supplemental MDR is being submitted due to completed review of medical records. Sections b5 and b7 were corrected to reflect updated event details and to include reference to an additional event identified. Section h10 was updated with reference to the other event reported for this case. Sections g6 and h2 were updated. Investigation is ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 3 years and 6 months post transfemoral tavr procedure with a 26mm sapien 3 ultra valve (s3u), the patient's valve was explanted and replaced with a surgical valve. Per medical records reviewed, approximately 6 weeks post tavr procedure, the patient underwent a transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 (s3) valve in the native mitral annulus via mini thoracotomy. Approximately 3 years and 6 months post tavr procedure, the patient presented with lower extremity edema and shortness of breath with onset 8 days prior admission and was diagnosed with heart failure. An echocardiogram done upon admission showed the 26 mm s3u valve in aortic position with leaflet thickening and severe right coronary cusp leaflet motion restricted. The s3u aortic valve exhibited early degeneration when compared to previous study done 5 months prior, which had reported the s3u with good function, without evident stenosis or regurgitation and an aortic mean gradient of 8 mmhg. In addition, workup showed the 29 mm s3 valve in mitral position canted towards the septum, leaflet thickening was seen with restricted motion, and there was a mitral mean gradient of 14 mmhg and severe mitral stenosis. A CT performed reported that there is substantial calcification of the prosthetic mitral valve leaflets consistent with mitral stenosis. No significant thickening of the aortic and mitral prosthetic leaflets was evident. There is no mention of calcification on the aortic valve leaflets. Both valves were explanted and replaced during a concomitant mitral valve replacement with a 33 mm non-ew porcine prosthesis and aortic valve replacement with a 29 mm edwards inspiris valve. According to the medical records, the early degeneration of the valves is thought to be related to the renal failure that worsened post-liver transplant 9 months ago, which necessitated a kidney transplant 2 months prior to the valves explant surgery. There was no additional information provided after the explant procedure. This report is regarding the 26 s3u valve with severe prosthetic aortic stenosis requiring explant.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 3 years and 6 months post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. Medical records were received and indicate the patient presented with lower extremity edema and shortness of breath and was diagnosed with heart failure. The valve exhibited early degeneration, severe aortic stenosis, severe right coronary cusp leaflet motion restricted and leaflet thickening.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (investigation findings: codes corrected, investigation conclusions: codes corrected), and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. The complaint for degeneration was confirmed based on the provided medical record. Per the medical record, the patient had vast comorbidities (e.g. Hypertension, chronic kidney disease, etc.), which are well-known factors that may increase the risk of early valve degeneration. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.